Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Serial#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: unknown/not provided. If explanted, give date: not applicable, remains implanted in the eye. 81-other: it was indicated that the device is not returning as the lens remains implanted ; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that sensar monofocal intraocular lens, model ar40e had a short, sharp haptic that punchered the bag after implanting the lens. Additional information was received, and it was learnt that the lens remains implanted in patient¿s eye. No further information provided.

Manufacturer narrative:
Correction: it was initially inadvertently stated that a review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. However at that time the serial number was unknown. Additional information: date of birth: (B)(6). Sex/gender: male. Date of event: (B)(6) 2019. Catalog #: ar40e00210, (B)(4). Expiration date: 7/28/2022. If implanted, give date: (B)(6) 2019. Device manufacture date: 7/28/2017. Device evaluation: product testing could not be performed because the product was not returned as it is still implanted. The complaint event could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.